Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that log files were sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages. The patient underwent pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of pump stops and low speed events, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. The device was returned assembled with the percutaneous lead severed adjacent to the nipple of the pump housing. The remainder of the lead was not returned. The returned portion of the percutaneous lead appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the reported events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.